Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set tubing came apart from the quick release connection. Reportedly, there were no pull marks on the tube and the pump was not dropped. No further information available.